Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively. The explanted device was not returned.